Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This distributor reported on behalf of their customer that the 160656 device's tip was lost during an unknown procedure (B)(6) 2019. There was no report of delay in the procedure. The component was removed from patient during the procedure. There was no report of medical intervention or hospitalization due to this event. Although further information was requested from the reporter; no further information was available. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Correction and additional information: this filing for MDR 3007305485-2019-00115 is a duplicate filing for MDR 3007305485-2019-00059. This duplicate filing was made in error.

Manufacturer narrative:
To date, the reported device has not been returned to conmed for evaluation. Should the device be returned an evaluation will be performed. Upon completion of the complaint investigation a supplemental and final report will be filed. Otherwise this filing will stand as the final report. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. There are 2 complaints for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of two complaints, regarding two devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: warnings: care should be taken during surgery to prevent inadvertent contact of the handpiece/probe tip with tissue. Conmed warns explicitly against modifying the device, e.g. Cutting off the tip of malleable tip. Any modification voids warranty and exempts conmed from liability. This issue will continue to be monitored through the complaint system to assure patient safety.